Event description:
The patient had undergone a sling procedure in 2002. The patient presented complaining of vaginal pain. An exposed section of the mesh was noted protruding from the vagina. The physician re-operated and removed a 3cm section of the sling from the vaginal area suburethrally.